Event description:
The reporter stated that they did back to back blood glucose tests, within 10 minutes, using the same fingerstick. They tested using test strips from two different vials and meter settings. Their results were 303 and 245 mg/dl. They did not have any symptoms. They retested bg with strips from same vial, and received back to back readings of 343 and 316 mg/dl. No harm was alleged.